Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2316-50e serial: (B)(4), batch: 7113846.

Event description:
It was reported that during the trial period the patient was experiencing pain when walking. The patient underwent lead pull procedure. The explanted devices were discarded.